Event description:
It was reported that this right ventricular (rv) lead had high out of range pacing impedances. The impedances had been gradually increasing over the past year. No noise or other out of range measurements were noted. Technical services (ts) recommended troubleshooting options. This rv leads remain in-service. No adverse patient effects were reported.